Manufacturer narrative:
The reason for this product complaint is a revision surgery to relieve a patient joint dislocation of unknown origin. The length of time in-vivo is unknown since no original surgery date was provided or determined. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a lot number or any information for the date of the original surgery. Information was not provided that definitively identified the root cause for the joint dislocation. This event is deemed as a non-product related event but is the result of joint dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to dislocation.